Event description:
The customer reported that the insulin pump alarmed motor error and no delivery. The customer was giving herself a bolus when the insulin pump alarmed no delivery. She restarted the insulin pump three times to give herself 5.0 units of insulin but she only received 4.5 units of insulin and the insulin pump alarmed motor error. The insulin pump was then stuck on the rewind sequence. Customer's blood glucose level was 245 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.